Event description:
It was reported that a distributor complaint was made regarding a pump that did not hold a charge, with specific incidents of low battery alerts and charging failures. There was no reported impact to the customer¿s blood glucose level. The pump was replaced due to observed battery surges, and the device is being returned.